Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria, this is the first complaint reported for this lot number and general issue to date. Investigation summary: one 14.5fr hemodialysis catheter and one tunneler were returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is unconfirmed for broken tip, as there was no damage observed on the catheter tip or on either tip of the tunneler. However, the investigation is confirmed for a damaged tunneler, as a longitudinal split was found in the plastic tunneler sheath. The break surface of the split was observed to be rough and granular. Also, a bend was observed along the tunneler shaft. The definitive root cause could not be determined based upon available information. It is possible that bending the tunneler with the sheath on the tunneler may have contributed to the observed split in the sheath. However, the origin of the damage is unknown. It is unknown if procedural issues contributed to the cracked sheath. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry 8/2020).

Event description:
It was reported that during use of a hemodialysis catheter, the tip allegedly broke. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during use of a hemodialysis catheter, the tip allegedly broke. There was no reported patient injury.